Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 170 dialyzer. Incident occurred at the start of the pt's treatment and was noted on leak alarm. Blood leak was verified visually in dialysate. Blood was returned to the pt, with no blood loss. Hcp reported that antibiotics were given to the pt since blood was returned. Treatment was resumed with new disposables and completed without further incident.